Event description:
It was reported that the atrial lead had increased impedance and triggered an alert. A lead replacement was scheduled, however there was no blood flow in the vein. The physician aborted the procedure and programmed the device to vvir mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:06. Weekly pace lead impedance trend data shows an abrupt increase for min and max a pace = 616 to inf ohms (un-filtered data) peak between (B)(6) 2012.